Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available as patient would be relocated and followed up by another facility.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) also exhibited failure to interrogate. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.